Manufacturer narrative:
On (B)(6) 2019 additional information was received. Patient reported this event to FDA on (B)(6) 2019. Per FDA report, patient experienced bilateral capsular contracture baker grade unknown post procedure. Date of implant has been updated. Furthermore, patient had implants placed in 1999, and notes that her symptoms began while those implants were implanted. There is no information suggesting that her previous implants were mentor products, however if additional information is received a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, lymphadenopathy and capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and lymphadenopathy (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast augmentation revision surgery with a 375cc mentor smooth round moderate profile saline breast implant (left) and a 450cc mentor smooth round moderate plus profile saline breast implant (right) experienced daily chronic severe headaches, chronic neck pain, chronic back pain, rom neck stiff not able to move, tightness in shoulders, tension on shoulders, shortness of breath, severe fatigue, slow healing, joint pain, muscle aches, chronic infections, activity low due to soreness, chronic fevers, chills, irregular menstruation, hair loss, throat clearing, itching eyes, bad cognitive response, anxiety, panic attacks, heart palpitations, increased heart rate, kidney issues, ibs, constipation, burning hernia, pain on left arm, swollen lymph nodes, cold hands and feet, stinky sweat under arms, swollen feet, loss of appetite, metallic taste in mouth, nausea, muscle weakness, shooting pain on left breast and itching at lower part, left side rib has lump, dizziness, faintness, anemia and abdominal pain post procedure. As a result, patient has a planned explantation on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-22926 for contralateral prosthesis report.